Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that would not turn on was not confirmed by service. The quality engineer later assigned failure code f-94 to be the determined problem. This condition was caused by a depleted main battery. The main battery was replaced to correct the reported condition. A follow-up report will be filed if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not turn on. This condition was found in the general patient ward upon power up. The quality engineer later assigned failure code f-94 to be the determined problem. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.